Event description:
According to the reporter during servicing, while on operation check, it was found that the status of the charger was flashing red. Adhesive liquid adhered to the inside of the charger and the electrode part of the handle. The handle was already in a state that the power supply could not be turned on. To resolve the issue, another handle was used to complete the case.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the battery of the handle was vented. It was reported that the battery was leaking or appeared corroded. The reported issue was confirmed. The most likely cause was traced to a component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.